Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir experienced an occlusion. The insulin pump alarmed no deliveries excessively. The customer was told that he was doing something wrong. He stated that he had received 2 no delivery alarms in the last 10 minutes. He added that he had another alarm come up while verifying information. He stated that the alarms came up thrice in the night while he was sleeping. He was not doing anything when the alarms occurred. He did not know the blood glucose reading. Upon troubleshooting, insulin did not exit during a fixed prime. He noted that insulin exited the tubing when he removed the reservoir, disconnected and reconnected the reservoir and infusion set, pushing insulin through the tubing. Insulin exited with a manual prime; the customer was advised that the insulin pump was working as designed. The customer also noted that the insulin pump was cracked at the screen. The blood glucose reading at that time was 116 mg/dl. Nothing further reported.